Manufacturer narrative:
A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system non-dehp continu-flo solution set would not prime. The event was further described as the user of the device was ¿not able to inject¿ unspecified amount of ¿meds into any of the ports even when everything is running wide open¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.